Event description:
The customer alleged that he tested his blood glucose and received a reading of 60 mg/dl using his bayer meter. He retested using another meter and received a reading of 189 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. While customer service was attempting to get customer and product info, the customer ended the call. No product will be returned.

Manufacturer narrative:
The customer did not provide any product info so it was not possible to determine a manufacture date.